Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicates the patient presented with fatigue due to lv loss of capture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a routine office visit. Lead dislodgement was revealed under the fluoroscopy. No other product issues were noted. No physician concerns. The patient was stable.